Manufacturer narrative:
Product event summary: analysis found that the main printed circuit board (pcb) was out of specification, output amplitude testing failed. Further analysis was performed on the main pcb. Analysis re-ran the output amplitude test, and the test passed. This test is prone to false-positive failure due to operator adjustment of the sensitivity control knob during testing, also the device can affect the test by calibration of the sensitivity knob.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board was out of specification. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.